Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Replacement products have been sent to customer.

Event description:
Customer reported that when she inserts a test strip into her freestyle flash blood glucose meter, she gets an error message but does not recall the error number. She also states that because she was unable to test with her meter, her blood sugar went down and she experienced sypmtoms of dizziness, blurred vision, and lost consciousness. Customer states she was transported to the emergency room of a local hospital by her neighbor and was treated with juice and sugar and diagnosed with hypoglycemia. No other treatment was documented. The product has been requested for investigation.